Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (40 mg at 7.237 mg) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient stated that the pump was no longer effective; it was not helping with pain. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting had been performed and no actions and/or interventions had been taken. The issue was not resolved at the time of this report. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The first sentence in the initial MDR should have read: information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (40 mg at 7.237 mg) via an implanted pump.